Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had motor error alarm and the drive support cap was loose. The blood glucose was 283 mg/dl. The customer stated that they already having issues with no delivery alerts but, now it alarming motor error. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated in the alarm history insulin pump had more than one motor error alarm within a 30-day period. Customer did not reported an motor position encoder error alarm. The troubleshooting was performed for the motor error. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.